Event description:
A tandem mobi cartridge alarm was reported by the caller, and it was confirmed as cartridge alarm 34. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, using manual injections as backup therapy, followed guidance from technical support, who confirmed the shipping details and sent a replacement pump with updated software. Technical support provided instructions on storage mode and advised steps for setup after receiving the new pump, which the caller understood. The customer was instructed to return the faulty pump within 10 days using a pre-paid label.